Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 5.6 and 17.9 mmol/l. Tests were done within 20 mins. Pt did not experience any adverse events. No further info has been reported.